Manufacturer narrative:
On october 05, mentor received a device for evaluation as well as additional information. Patient initials were added as (B)(6). The patient was implanted during a primary breast augmentation surgery. Date of explant was added as (B)(6) 2023. Mentor became aware that the patient's prosthesis was replaced with a 270cc mentor memorygel xtra breast implant. On (B)(6) 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear extended from the anterior to the posterior view, measuring approximately 13.0 cm. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. On (B)(6) 2023, mentor became aware that information was inadvertently omitted from the initial report. The patient's gender was added as female. Manufacturer¿s reference number: (B)(4) in the initial report, field a3. Gender should have been populated with female.

Event description:
It was reported that a patient underwent a breast augmentation surgery with 200cc mentor smooth round moderate profile saline breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on an undisclosed date. No date of implantation was provided. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-10669 for the contralateral event.

Manufacturer narrative:
Mentor received and evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed rented. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).